Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9 correction: device available for evaluation updated from ni to no.

Event description:
Subsequent to the initially filed report, the following information was received: the right common femoral artery was the procedure access site. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a calcified right femoral vein using a prostyle device. Reportedly, the prostyle device did not take. The method used to achieve hemostasis was not provided. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.